Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal left circumflex coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of an express2 (3.0/16 mm) stent. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "good."